Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable, event summary: as reported, during an ivc filter retrieval the catheter of a gunther tulip vena cava filter retrieval set elongated, which did not allow snare manipulation. When attempting to open the snare to grab the celect filter the user found the catheter seemed to long and they could not open the snare unless they loosened the snare wire. No abnormal anatomy was noted. The procedure was completed using another same type device. No portion of the device was left in the patient. There were no additional procedures or prolonged hospitalization. No averse effects to the patient were reported. Investigation - evaluation. A document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, specifications, and the instructions for use (IFU). The complaint device was not returned; therefore, no physical examinations could be performed. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: 6. Introduce the retrieval loop system through the coaxial retrieval sheath system, advance and connect the white side-arm adapter of the loop system to the sheath. The white side-arm adapter can be tightened around the catheter to prevent loss of blood. 7. Loosen the screw of the clear y-fitting to enable advancement of the loop inside the catheter. Hold the clear y-fitting and advance the pin vise. Advance until the loop has fully expanded inside the vena cava and surrounds the filter. The snare catheter elongated and did not allow the snare to work. Celect filter successfully retrieved with another gtrs. No reported harm to the patient. No product was returned for analysis and without the actual complaint device it would be inappropriate to speculate at what may or may not have caused the loop system catheter to elongate during attempt to retrieve a celect filter, unless the screw of the clear y-fitting had not been loosened to ¿allow the snare to work¿. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Occupation: lab manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an ivc filter retrieval the catheter of a gunther tulip vena cava filter retrieval set elongated, which did not allow snare manipulation. When attempting to open the snare to grab the celect filter the user found the catheter seemed to long and they could not open the snare unless they loosened the snare wire. No abnormal anatomy was noted. The procedure was completed using another same type device. No portion of the device was left in the patient. There were no additional procedures or prolonged hospitalization. No averse effects to the patient were reported.